Event description:
Rptr was trying to extract a blood culture bottle from the device when the bottle broke causing a laceration to the right thumb. Rptr went to the ER for treatment and received stitches and a tetanus shot.